Event description:
During a laparoscopic cholecystectomy procedure, one liter of fluid from one side of the pump was used for irrigation with no problem. When the one liter bag was empty, the second side of the pump was switched on to continue irrigation. This side of the pump worked properly for a few mins, then a portion of the pump door broke off and landed on the floor. The bag of irrigation fluid also fell out of the pump and landed on the floor. There was no pt injury and the procedure was completed using the intact portion of the pump.